Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal baclofen (unknown) at an unknown dose/concentration via an implantable pump for intractable spasticity. It was reported that the patient's pump was starting to "slow down" and the patient was going through withdrawals "for 8 days now". The patient rep stated they met with a medtronic representative in the emergency room (ER) yesterday and now they were wanting to get a hold of the representative again to see if they could "advocate" for the patient and get the pump replaced sooner and mentioned they had not been able to get in touch with the doctor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.